Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with syringes. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they were on the way to an eye doctor and stated that they will call back to troubles shoot the insulin pump because their new pump has failed to deliver insulin. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.